Manufacturer narrative:
The driveline infection was reported under MFR report number 2916596-2017-00267. (B)(4). Approximate age of device -1 year and 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was seen in the clinic due to drainage coming from the driveline exit site. The patient was diagnosed with abdominal cellulitis and started on clindamycin. The patient was seen by infectious disease specialist the following week. The drainage had improved and there was no purulent drainage or erythema. The patient was advised to continue clindamycin for one more week. Per report, there were no cultures taken.

Manufacturer narrative:
A specific cause for the patient's driveline infection could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.